Event description:
During an angiogram procedure while the dr was trying to cannulate the coronary artery by torquing the catheter the catheter coiled and twisted on itself eventually breaking leaving the catheter loose in the aorta. The dr was able to remove the broken piece of the catheter by using a snare non-surgically. The pt is reported to be fine with no adverse effects.